Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: was the portion of the probe completely removed from the patient without additional intervention? The probe tip was left in the patient and visualized in post procedure CT. A trocar was used to introduce the probe. Was not observed that the physician encountered resistance when placing the probe lateral force was not observed when introducing the probe. The physician did not experience any abnormal situations when placing the probe. No error message occurred during the ablation. The procedure was completed with the probe. The broken tip was observed after the probe was removed from the patient. No plans to remove the probe tip. Patient's current status is not known. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bone ablation case a small portion of the pr20 ablation probe appeared to break off into the patient¿s bone which was visualized through CT. The procedure was completed using the probe previously mentioned.

Manufacturer narrative:
(B)(4). Investigation summary: call home revealed no errors or issues. Temperatures were normal for the time and power used. The probe in question was returned to neuwave. The probe cannula was bent, and the tip was broken. There was also damage to the heat shrink and thermocouples. According to the additional information, a trocar was used to introduce the probe. The physician stated there was no lateral force used to position the probe. The root cause of the damage is unknown. Device history lot: lot ml19014071 was investigated (in process sn 3). Manufacture date: 3/7/19. Expiration date: 10/1/22. Probe sn 25's inner conductor was out of spec. Probe sn 5 had fep cover layer damaged. Rework was performed to resolve the issue.